Manufacturer narrative:
(B)(4). Correction: scar tissue present at the access site. Evaluation summary: the device was returned for evaluation. The reported events of difficulty deploying the thumb advancer and failure to deploy were not confirmed as the returned starclose se device was clip deployed. The reported difficulty to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of failure to deploy and difficulty with deploying the thumb advancer reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report, additional information received indicated the device was difficult to advance due to a scarred tissue tract. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after an endovascular angioplasty procedure. Reportedly, the device did not deploy. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.